Event description:
A customer's mother reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis in the past year because the customer does not take care of their diabetes. The customer's doctor told the mother that the customer could have died and is suicidal for neglecting the diabetes. The mother stats the customer's set do not stick and keep falling off. The mother insists on having all three meters replaced as well as the insulin pump replaced. The customer is in the mental hospital to keep a close watch on his diabetes. The customer was sent a replacement insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.